Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopy procedure, the subject device could not insufflate the abdominal cavity sufficiently. The setting of the subject device had been same as other similar device and the co2 gas had been supplied from the medical gas pipeline. The user completed the procedure with the subject device. Later the subject device was used on some other patients as well and could function without any problem. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the following. The cause of this phenomenon might be factor other than the subject device because that the user continued to use the subject device, the reported phenomenon was not duplicated after the subject procedure and the user stated that the patient¿s incision had not been sufficiently. The cause of this phenomenon might be failure of the pressure sensor.